Event description:
Customer reported the passport 2 monitor shut down, which may have affected pt monitoring. No patient injury was reported.

Manufacturer narrative:
Company rep evaluated the unit. Corrections included replacement of the cpu board. Unit was calibrated and safety to factory's specifications.